Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence robotic drill failed during the operation. The milling process could not be completed due to a sputtering milling machine. The footswitch was operated normally throughout the process, with no improvement in milling performance. The procedure was resumed, after a significant delay, by conventional manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Section h10: the real intelligence robotic drill, rob10013, sn(B)(6), used during surgery, was returned for an evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A key performance characteristics (kpc) test was attempted, but the handpiece seems to stick. The handpiece was disassembled, and it was shown that liquid has entered the handpiece through the front tip. The rear carriage bearing was disintegrated and stuck. The exposure motor was tested and passed. Once the bearing was replaced with a known working bearing, the drill was able to function as intended. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for this event is a disintegrated bearing and liquid ingress. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case - (B)(4) section h6 (medical device problem code) was corrected.